Event description:
The intra-aortic balloon would not inflate on the pump. The intra-aortic balloon was not returned to datascope for eval. The intra-aortic balloon was discarded by the facility. (Event complications: unk-reported 6/8/98.) (Pt's current status: unk-reported 6/8/98.)